Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source exhibited b30 scope communication error during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3; h2; h6 and h11. The device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting and the clv-190 had a b30 scope communication error. The customer was instructed to clean the scope's gold contacts with an alcohol wipe and wipe it with a gauze. It was found that the customer was plugging in the scope with the clv-190 turned on. The customer was directed to turn the clv-190 off and plugged the scope in. The customer then turned the clv-190 on and did not get the b30 scope communication error. Troubleshooting was able to resolve the reported allegation. The complaint was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to user. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.